Manufacturer narrative:
The model and serial number were not provided by the facility. This information will be documented in a supplemental report if and when made available. The user report lists that the device is available, but without a serial number or customer information, investigation is not possible. The facility and initial reporter are unknown; they were not included in the user medwatch report. This information will be provided in a supplemental report if and when made available. As the model number was not provided, the 510(k) number could not be determined. This information will be documented in a supplemental report if and when made available. Device information was not provided, so it is unknown whether this unit has already been evaluated by sorin group deutschland. This information will be documented in a supplemental report if and when made available. The serial number was not provided, so the manufacture date cannot be determined. This information will be documented in a supplemental report if and when made available. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. It is unknown where this incident occurred. This medwatch report is filled on behalf of sorin group (B)(4). Sorin group (B)(4) received a user medwatch report (mw5061531) on (B)(6) 2016 stating that, following the receipt of the sorin group gield safety notice (fsca 9611109-06/03/15-002-c) in 2015, new ifus and a water sampling plan were instituted. The facility has begun the use of a 0.22 micron pall filter and the units are now being directed away from the surgical field during procedures. New hoses and gel pads have been purchased and the facility has requested a service visit from sorin group to replace all the valves and dead legs in the device. The user medwatch report did not specify if bacterial contamination was identified in any of the water samples. It is unknown if there was patient involvement. Attempts were made to retrieve information about the customer and device from the FDA. However, sorin group was informed that all allowed releasable information was included in the user report that was forwarded to the company on may 9, 2016. As no information on the customer or the device is available, investigation is not possible. If any additional information is received in the future, the complaint will be re-opened and a supplemental medwatch report will be filed. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure.

Event description:
Sorin group (B)(4) received a user medwatch report (mw5061531) on (B)(6) 2016 stating that, following the receipt of the sorin group gield safety notice (fsca 9611109-06/03/15-002-c) in 2015, new ifus and a water sampling plan were instituted. The facility has begun the use of a 0.22 micron pall filter and the units are now being directed away from the surgical field during procedures. New hoses and gel pads have been purchased and the facility has requested a service visit from sorin group to replace all the valves and dead legs in the device. The user medwatch report did not specify if bacterial contamination was identified in any of the water samples, so it is unknown if there was patient involvement.